Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a detached needle occurred. The sensor was inserted into the upper buttocks on (B)(6) 2018. No product was provided for evaluation. Confirmation of the problem and probable cause could not be determined. It was reported that the patient used an expired sensor. Labeling indicates: don¿t use expired sensors. Before inserting, always check the package label for the expiration date using the yyyy-mm-dd format. If past the expiration date, don¿t use because the sensor glucose readings might not be accurate, resulting in you missing a severe low or high glucose event. No additional event or patient information is available.